Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a brown residue in the biopsy channel - however, the residue in the device was unable to be further specified. Moreover, no physical damage was observed where the foreign material remained , nor was there confirmation of any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the cleaning brush could not be inserted or removed while using the evis exera iii colonovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and there was found to be foreign material stuck in the biopsy channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. There was found to be foreign material stuck in the biopsy channel. Additional findings include the following: water tightness was lost due to a cut on switch button one (1); due to wear of the flexibility adjustment ring, the flexibility adjustment function did not work; due to wear of the lock engagement lever, the up/down knob cannot be locked securely, the celling plate was deformed, the air/water cylinder and suction cylinder both had discoloration, the scope connector cover was deformed, the scope connector cover case was deformed, and the plus unit was deformed. Additionally, water tightness was lost due to pinching of the bending section cover; due to a crack on the plastic distal end cover, the insulation value at the distal end did not meet the standard value; due to a cut on the connecting tube, the insulation resistance value did not meet the standard value, the objective lens had a scratch, the light guide (lg) lens had a chip, the adhesive around the lg lens had a chip, the adhesive on the bending section cover had a chip, the connecting tube had a snag and was scratched, the universal cord had coating peeling, and due to wear of the angle wire, the bending angle in the down/right/left direction did not meet the standard value. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information (and event date correction) provided by the customer: date of event: (B)(6) 2022. Event description: the customer reported the event occurred during reprocessing.

Event description:
The customer reported the event occurred during reprocessing.